Event description:
During failure investigation, the failure investigation engineer identified that the failed components that were found on the motor controller board is related to a spi bus failure. This will result in a vent inop condition. The customer reported the device was not in use on patient.